Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 300mg/dl. The customer's symptoms were urination, thirsty and vomiting. The customer treated with insulin pen. The customer was admitted due to high blood glucose and diabetes ketoacidosis. The customer was treated in the hospital with insulin drip and saline. The customer has been off and on the insulin pump for the past 72 hours. Customer declined high blood glucose troubleshooting.